Event description:
Reporter indicated that during a revision surgery, a kink in the lead and a "water bubble" in that area of the lead was visualized. The revision surgery was to address a lead pin not being fully inserted and a report of patient not feeling stimulation. Pre-operative diagnostics were all within normal limits. The lead was replaced and returned to the manufacturer for analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a serious injury or death.